Event description:
It was reported that during testing, the collet would not hold the pin. A backup device was used and the procedure was completed without delay or medical intervention. There was no pt or user injury, or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer, and the quality investigation revealed that the device was missing both straight pins. Missing straight pins retain the collet in the driveshaft and if missing, the device is not able to retain or hold an inserted pin.